Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with an exposed pacemaker on (B)(6) 2020. The physician noted oozing and gave the patient antibiotics but tests confirmed there was no infection. The device was explanted on (B)(6) 2021. The patient was in stable condition.